Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified de novo distal left anterior descending artery. On (B)(6) 2017, both a 2.75 x 38 mm xience prime stent and a 2.5 x 15 mm xience prime stent were successfully implanted in the lesion; however, the patient expired the same day. Reportedly, the patient death was not device or procedure related but rather due to an unspecified patient condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned as the stent remains in the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the patient death was not device or procedure related but rather due to an unspecified patient condition. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. The patient presented with acute angina prior to implantation of the xience prime. No additional information was provided.